Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the customer's au680 chemistry analyzer. The fse observed condensation on the sample syringe, damage to the cuvettes and mix bars. The fse replaced the sample syringe, spiral mix bars and l-shaped mix bar to resolve the issue. The fse verified system performance and no further issues were reported. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low c-reactive protein (crp) and d-dimer patient results on their au680 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for five (5) patient samples.